Manufacturer narrative:
UDI# (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 and t2 deployed simultaneously. Both implants were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment shows this device is in well used condition. This device is disfigured in multiple locations. The needle shaft as well as delivery tip are bent. A functional test could not be performed due to the condition of the device. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.